Event description:
A 28 mm diameter x 16mm x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm on event date. The patient's aneurysm sizing and vessel morphology are unknown. It is reported that the 'o' ring snapped. No other information is available. The patient's status is unknown.